Event description:
Note: this report pertains to one of two ultratome xl used in the same procedure. It was reported to boston scientific corporation that an ultratome xl was used during a procedure performed on (B)(6) 2022. During the procedure, as the physician introduced the device, the cutting wire broke. A second ultratome xl was used; however, the cutting wire also broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was detached from the working length. The detached section was not returned. The device was observed under magnification, and the working length was blackened. A photo of the device was provided by the customer; however, it is not clear enough to identify any visual damage to the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and the working length was blackened. The working length being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Kinking/bending the cutting wire can also lead to breakage. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to one of two ultratome xl used in the same procedure. It was reported to boston scientific corporation that an ultratome xl was used during a procedure performed on (B)(6) 2022. During the procedure, as the physician introduced the device, the cutting wire broke. A second ultratome xl was used; however, the cutting wire also broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.